Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2015- 01446 - 01450 & 02823).

Event description:
Patient reported to have undergone left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on (B)(6) 2006. Subsequently, a bilateral revision procedure was performed on (B)(6) 2015 due to pain, pseudotumors and elevated metal ion levels. A review of invoice history confirms all surgery dates and that both modular heads and taper adapters were removed and replaced during the revision procedure. The revision invoice further indicates that the femoral stem was removed in one of the hips and cable wires were implanted. It is not known which hip had the stem replaced or cable wires implanted in. Additionally, the revision invoice suggests that the acetabular cup was replaced with competitor acetabular components. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report confirms patient underwent a bilateral hip revision on (B)(6) 2015 due to adverse local tissue reaction bilaterally. Operative report further noted small hip effusion with knob metal stained whitish exudative tissue in the left hip. The modular head and taper adapter were removed and replaced with a ceramic polyethylene dual articulation head. Operative report further noted in the right hip, effusion with whitish exudative tissue, consistent with an adverse local tissue reaction was found. Several attempts were made at removing the head from the stem, but it was unable to be removed. A trochanteric osteotomy was performed and the stem was removed along with the modular head and taper adapter. All of this caused a delay in surgery over 30 minutes. A ceramic head, femoral stem, taper adapter, trochanteric claw bolt, and four cables were implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone left total hip arthroplasty on (B)(6) 2006 and right total hip arthroplasty on april 5, 2006. Subsequently, a bilateral revision procedure was performed on (B)(6) 2015 due to pain, pseudotumors and elevated metal ion levels. A review of invoice history confirms all surgery dates and that both modular heads and taper adapters were removed and replaced during the revision procedure. The revision invoice further indicates that the femoral stem was removed in one of the hips and cable wires were implanted. It is not known which hip had the stem replaced or cable wires implanted in. Additionally, the revision invoice suggests that the acetabular cup was replaced with competitor acetabular components. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2006 and a right total hip arthroplasty on (B)(6) 2006. Subsequently, revision procedures for both hips have been indicated due to pain, pseudotumors and elevated metal ion levels; however, no revision procedures have been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿interoperative and/or postoperative pain,¿ "material sensitivity reactions," and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 3 of 4 MDR's filed for the same event (reference 1825034-2015- 01446 / 01450).